Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens was removed due to lens tear. Lens was removed with no patient injury.

Manufacturer narrative:
(B)(4).